Manufacturer narrative:
The device history record was reviewed. No anomalies were found during quality check. The review of complaints history on this bed did not show any similar records. When reviewing photographic evidence provided it was found that the indigo mains cable was held by the zip tie and one of the segments of the cable wrap could have been pushed, resulting in a cut of the power supply cable. This failure however was not replicated during arjo testing or any of the (B)(4) products in the field, which had the same modification completed. This complaint is therefore considered a singular occurrence. It is unknown how the issue occured. This complaint remains a part of complaints monitoring process. The product failed its performance since the mains cable was damage and therefore played a role in the incident, there is no indication that the product was used for patient treatment or diagnosis.

Manufacturer narrative:
The root cause has not been concluded yet. The information gathered are currently analysed and compared to the available knowledge and tests. The reported failure was not replicated during manufacturer's verification. The device history record was reviewed. No anomalies were found during quality check. The review of complaints history on this bed did not show any similar records. The conclusions will be provided within the follow-up report once the investigation is completed.

Manufacturer narrative:
The investigation is in progress. The conclusions will be provided within the follow-up report once the investigation is completed.

Event description:
Customer reported that there was a spark heard from the bed that caused the short circuit from the hospital's main power supply (power outlet). Upon inspection, it was found that there was a burnt marked on the indigo cable and a small cut in the indigo power cable. The bed power cable fuse and the bed power supply were also found to be defective. There was no indication of patient involvement. No injury was sustained. The affected and defective parts were replaced. After the replacement, the functional tests were conducted. It was confirmed that the bed and indigo were working as intended.

Manufacturer narrative:
The data are still under review. The conclusions will be provided once the investigation is finalized.